Manufacturer narrative:
Examination of the returned device finds nothing outward to suggest product error. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain. Surgeon had been following pt for several years and noted that the stem was subsiding. Surgeon was fairly confident the implant was undersized and was the cause of pain due to subsidence and had most probably no bone ingrowth.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.